Event description:
During a pta/stenting treatment procedure, the express biliary sd stent dislodged from the delivery catheter during placement. The stent was successfully retrieved using a snare and the procedure was subsequently aborted. No pt injuries or complications were reported.